Manufacturer narrative:
This product was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. Another rv lead was successfully placed. No adverse patient effects were reported. Additional information was received from the field. The helix failed to extend after several attempts to reposition the lead.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. Another rv lead was successfully placed. No adverse patient effects were reported. Additional information was received from the field. The helix failed to extend after several attempts to reposition the lead.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. Another rv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.